Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During investigation it was found that the sensor failed continuity testing due to a cut on the green conductor jacket causing an exposed wire. As a result, the sensor has a short between the green conductor and the detector copper shield.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.,

Event description:
It was reported that the sensor was unable to measure. The spo2 value has remained "0" and only illuminated red. No known impact or consequence to patient.